Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2018-00351, reference MFR report #: 1627487-2018-00352. It was reported that the patient underwent a cranial procedure few years ago (reference MFR. Report: 1627487-2014-02338, 1627487-2014-02339) to have his leads explanted. As a result, the patient underwent a surgical intervention on (B)(6) 2017 where to opted to have his ipg and extensions explanted.